Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) displayed error code 139. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that during testing the cardiosave intra-aortic balloon pump (iabp) had a error code 139. There was no patient involvement, and no adverse event was reported. A getinge field service engineer while powering on device, an error code 139 was presented. Per service manual, troubleshot power management to executive processor board connections, including the backplane board. No connection issues noted. Replaced executive processor and power management boards as a precautionary measure. Device passed all functional and safety tests according to factory specifications and was returned to the customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: exec. Processor board, power management board. These parts were received with a reported unit failure message of error code 139. The failure analysis and testing dept. Performed a visual inspection for both parts received and both parts looks to be in condition. Installed the both parts into the cardiosave test fixture and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing dept. Pumped the unit for 2 hours during both parts tested together and could not observe error code 139 on display, however the error code 139 was observed in the fault logs which was listed in the failure description from field service technician. Also, the fat dept. Pumped unit for 1 hour (1 hour for each part) with both parts tested separately and could not observe error code 139.the fat dept. Could not verify the failure message of error code 139.both parts passed testing. Retaining both parts in the fat dept, as per procedure 0002-07-d008 rev aq. Due to old revision of both parts, the fat dept. Cannot send the parts back to the supplier for further investigation.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.